Manufacturer narrative:
Date of event: unknown. Investigation: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd venflon¿ pro safety shielded IV catheter leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.